Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the track moved a tooth too high on the dingus. The unit was realigned and proper opening and closing verified. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the covers on the system were pushed put and the door was not able to close. There was no patient involvement.